Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a white precipitate inside the dialyzer access blood header. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The identification and origin of the precipitate cannot be determined without analysis of the actual sample. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "large amount of flocculent material" was observed in the filter of a prismaflex st 150 set during priming. There was no patient involvement. No additional information is available.